Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level of over 500 mg/dl. The suspected cause was unknown. The customer required assistance of the contact to administer a manual injection as the customer was asleep at the time of the event. A recommendation was made for the customer to contact the healthcare provider.